Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.50/0.5/014, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- per updated information the problem resolved. Claim # (B)(4).